Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a problem with a magnesium solution which did not pass through with the new secondary tubing during patient use at the intensive care unit (ICU). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, does not detect upstream occlusion did not occur. A service history review was performed and revealed that the device has no previous service events. Therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No correction required. Should additional relevant information become available, a supplemental report will be submitted.